Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted capacitor, designator c106. When capacitor c106 shorted it caused a transistor, designator q18, to become electrically open which then disabled the device's charge circuit and prevented defibrillation.

Event description:
The customer contacted physio-control to report that their device had a service indication present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was unable to charge. As a result, defibrillation therapy was not possible if necessary.